Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. Two mitraclip xtw's were implanted on the anterior 3/posterior 3 leaflet segments (a3/p3) and the anterior 2/ posterior 2 leaflet segments (a2/p2). The mr was reduced to grade 1+. On an estimated date, (B)(6) 2025, greater than 91 days post-procedure the patient returned with heart failure symptoms and an echocardiogram showed mr was grade 4+. It was noted that there was significant clip movement from the previously implanted clips due to a significant prolapsed leaflet. There was suspicion of a chordal rupture. On (B)(6) 2025, the patient presented for a mitraclip procedure. A mitraclip xt was implanted on the lateral side of a2/p2. The final mr was grade 3+. There were no adverse patient effects. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided by the account, the reported migration appears to be due to patient conditions (movement restriction). Tissue injury/damage and mitral valve insufficiency/regurgitation resulting in heart failure appear to be due to the migration of the implanted clips. Tissue damage/injury, heart failure and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.